Event description:
It was reported that cgm displayed error message while g7 sensor was in use. There was no reported impact to the customer¿s blood glucose level. Customer contacted support, received instructions for complete pump reset, performed reset with guidance from technical support, and after reset pump no longer displayed cgm error message, with no further actions documented.